Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer was reusing cartridges with the pump. Tandem technical support informed customer that reusing cartridges is off-label per the user guide. Customer performed the load fill tubing process to clear the alarm and resumed insulin delivery.